Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of noise. Technical services advised some testing and programming options. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes and a wandering baseline. The smart pass feature had programmed itself off due to the low amplitudes. The patient was working at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes and a wandering baseline. The smart pass feature had programmed itself off due to the low amplitudes. The patient was working at the time of the shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.